Manufacturer narrative:
The reported event was confirmed - cause unknown. The first photo was of the dignishield labelling confirming the batch # ngkq1964, the second, third and fourth photo was of the dignishield catheter and the bag connection site where the fecal matter leak was visible confirming the reported event. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after the correct insertion of the foley catheter, fecal material leaked from the connection point between the catheter tube and the bag connector, causing environmental contamination and operator's exposure to biological material. No medical intervention was reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after the correct insertion of the foley catheter, fecal material leaked from the connection point between the catheter tube and the bag connector, causing environmental contamination and operator's exposure to biological material. No medical intervention was reported.